Manufacturer narrative:
Investigation. Investigator reviewed the complaints database to find similar issues that were previously reported. Since january 2016 there is one complaint regarding misidentification of rothia mucilaginosa as brucella spp. A change request (cr#2264) was previously submitted against the knowledge base to improve handling of poor quality spectra. There are no capas nor non-conformities against vitek ms similar to the customer 's complaint. Fine tuning. According to vilink alert tool criteria, no fine tuning was needed during customer¿s tests. Spot preparation. The calibrator and sample spot preparation were not optimal. The ¿all peaks¿ values are heterogeneous. Knowledge base no reference method was used to confirm the organism identification, so the 'expected identification' remains unknown. Data analysis. The sample ¿all peaks¿ values are heterogeneous, varying between 50 and 134. The misid result was obtained from the spectra having the lowest number of peaks (50) and a low score (-0.29 and -0.18). These results are near the limit value of -0.4 for giving a no identification result. Four (4) out of the six(6) tests gave a 'no identification' result on vitek ms kb v3.2 the rothia mucilaginosa result was obtained with a low score so it might be that the actual organism is not currently part of the knowledge base library, but this was not confirmed with a reference method. A sample of the customer strain is needed to further investigate; however, due to safety risk (potential bls3), strain return cannot be organized. Consequently, the cause of the issue could not be defined. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: * testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology. Root cause. Non optimal spot preparation (as shown by spectra having heterogeneous peaks). Misidentification of samples as brucella spp. Is due to a know knowledge base limitation. As the expected identification remains unknown, it is possible the organism is a species not currently part of kb v3.2. Corrective and preventative action. Local customer service requested the customer perform a new fine tuning as well as provide additional training materials to the customer to help improve the spot preparation technique. Service also provided information regarding vitek® pickme¿ (ref 423551/ 423546). Service further requested that should this type of misidentification recur, the site confirm the organism identification using a reference method.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of rothia mucilaginosa as brucella in association with the vitek® ms instrument (ref 410895, serial (B)(4)). The organism was collected from a throat swab. The customer reported obtaining no identification multiple times before obtaining an identification of brucella spp. The customer did not trust the identification of brucella spp. Since the organism was determined to be a gram positive cocci in clusters and brucella are known to be gram negative organisms. The customer analyzed the sample again and obtained an identification of rothia mucilaginosa, which was accepted as the identification as this result aligned with the additional off-line testing performed by the customer. Vitek® ms result 1: no identification. Vitek® ms result 2: no identification. Vitek® ms result 3: no identification. Vitek® ms result 4: no identification. Vitek® ms result 5: brucella spp. Vitek® ms result 6: rothia mucilaginosa. Gram-stain: gram-positive cocci in clusters. Catalase: positive. Coagulase: negative. The identification of rothia mucilaginosa was reported to the treating physician. It was reported that there was a delay > 24 hours in reporting results, however there is no indication or report that the misidentification or the delay led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.